Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left hand shunt vessels. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, after crossing the wire through the lesion, this device was delivered. It was difficult to cross due to calcification, but the lesion site was reached. However, during the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured in a pinhole form. As a result, the device was discontinued, but the procedure was able to perform without any problem until the removal. There were no patient complications as a result of this event.